Event description:
It was reported that the ilet bionic pancreas generated alert code 38 indicating consecutive stalled motor for insulin delivery, and a guided dry run was unsuccessful, after which the device was shut down and a replacement arranged. Symptoms included no reported adverse clinical effects. Outcomes included no change in user condition and continued glucose monitoring on dexcom. Investigation included review of complaint details and device-use history, with device evaluation pending return. Investigation of this case revealed a reported motor stall during insulin delivery consistent with a device mechanical malfunction. It was concluded that the device exhibited a malfunction related to insulin delivery motor performance, and a replacement device was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.